Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reinitiated the change cartridge process when attempting to load a cartridge. The customer was able to load a new cartridge and resume insulin delivery, however the process took an hour. The customer's blood glucose was impacted (331 mg/dl) as insulin was not received. The customer administered manual injections to address blood glucose. Reportedly, the customer received a change cartridge alert. Tandem technical support informed that an alert will be displayed when the pump times out during the change cartridge if not completed. Additonally, the customer attempted to fill a cartridge with insulin using a syringe but not able to fill. The customer changed out the needle and was able to complete fill.